Event description:
The doctor indicated that this implant mount screw fractured.

Manufacturer narrative:
Upon visual and functional inspection the investigator confirmed that the thread on this screw had fractured and hex on the mount of this msgiims has been damaged. No lot or order number provided. The product¿s history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.